Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all relevant

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se after an interventional procedure. Reportedly, after the clip was deployed, the device was difficult to remove. The thumb advancer release mechanism which allows the thumb advancer and delivery tube retraction was utilized to facilitate device removal in accordance with the instructions for use (IFU); however, unsuccessful. Counter pressure was used to successfully remove the device from the patient anatomy. Hemostasis was achieved with the starclose se clip. A 6fr sheath was used during insertion of the device. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. There were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). The initial medwatch report was inadvertently filed with the adverse event, requiring intervention to prevent permanent impairment/damage boxes checked. Reported event is a malfunction only.

Manufacturer narrative:
(B)(4). The device was not returned for analysis; the return of the device may have assisted the investigation of the complaint. Difficulty in removing the device can be affected by numerous factors including, but not limited to a manufacturing deficiency, user technique and/or patient anatomical conditions. During manufacturing, all devices are visually inspected and a sampling of finished devices is destructively tested, to include device removal from tissue model, to verify the functionality of the device. Patient anatomical conditions such as, a tight tissue tract may cause the reported difficulty in device removal. Tissue compaction that results in a distal force being applied to the locator wings, bending them distally, and restricting their proper retraction into the delivery tube set can also cause the reported difficulty in removing the device. No patient anatomical conditions were provided. Device may also become difficult to remove if the user does not adequately nick and spread the access site. A conclusive cause for the reported suture break could not be determined. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database was performed and no product quality was detected. Based on the review of the lot history record and the query of the complaint handling databases, event information and testing/inspection criteria for this lot, a product quality deficiency was not noted.